Event description:
Consumer indicated that while using a humidifier in the living room, a (B)(6) child was crawling around, grabbed the humidifier to use it to stand up on, and the tank came off knocking over base causing the hot water to spill on her. The baby was taken in ambulance to the burn unit. She received 2nd degree burns on the back of the left leg and 2nd and 3rd degree burns on right leg, toes and ankle.

Manufacturer narrative:
The consumer failed to head the following instructions and warnings provided which led to the incident.